Event description:
I have a shiley trach tube and on a ventilator with oxygen. The last trach tube leaked air badly around the trach when inflated to the max the doctor prescribed (30cm of pressure using a medical grade manometer). Due to the leakage, I was unable to get the oxygenation required and other medical problem (heart, etc) as a result. Note that the max pressure was reached at just 5cc of air. That tube was replaced yesterday and the new trach tube, of the same model, hits the 30cm of pressure at 8cc. More importantly, there is no leakage around the trach tube so apparently, the previous cuff was too stiff and hit the max pressure before it was large enough to block the airway. In other words, terrible quality control.